Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on unknown date 1994 to fix l3-s1 due to kyphosis. After the primary surgery on unknown date, the surgeon recognized that the isola screws (p/n and lot# were unknown) was broken. However, the surgeon decided to continue monitoring because the surgeon judged that it would not be impact to clinical symptoms. Then, on unknown date, the patient complained of numbness due to an adjacent segment disease. Thus, the revision surgery was performed on (B)(6) 2019 to replace the broken screw to another manufacturer¿s screw (manufacturer and p/n were unknown) and fixed t12-l5. The surgeon commented that the broken isola screw was not the reason why the revision surgery (for adjacent segment disease). During the revision surgery, only s1 right screw was removed since the s1 left screw was difficult to remove. S1 left screw was kept remaining in the patient¿s body by surgeon¿s judgment. No further information is available.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (01)unavailable. . Visual examination at the macroscopic level revealed that the screw shank had fractured. The second half of the screw shank was not returned. A fracture analysis was conducted on the returned device. Optical imaging of the fracture shows two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. A review of the device history record could not be performed as the number taken directly from the device is an unrecognized number. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screw shank fracturing cannot be positively determined. However, optical imaging of the fracture shows two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.